Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 1070 mg/dl. The customer stated that an issue with the infusion set caused the event. When the infusion set was removed from the customer's body, it was discovered that the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.